Event description:
A report was received that the patient underwent a lead revision procedure for an unknown reason. During the procedure the physician noticed that the lead was bent in the proximal part, at the ipg port entry so that it was impossible to push the lead entirely into the port. The physician decided to replace the lead.

Manufacturer narrative:
Additional information was received that the lead had contacts with impedances out of range and the pain relief was not as good as the physician anticipated.

Event description:
A report was received that the patient underwent a lead revision procedure for an unknown reason. During the procedure the physician noticed that the lead was bent in the proximal part, at the ipg port entry so that it was impossible to push the lead entirely into the port. The physician decided to replace the lead.

Manufacturer narrative:
Correction to fu#1 MDR: analysis of sc-2218-70 (s/n (B)(4)) revealed that the complaint has been confirmed. Visual inspection revealed that the proximal contact #8 was crushed by the setscrew. Continuity test confirmed that all cables were intact. This proves that the lead was not fully inserted onto the ipg and results in misregistration of the contacts and high impedance.

Event description:
A report was received that the patient underwent a lead revision procedure for an unknown reason. During the procedure the physician noticed that the lead was bent in the proximal part, at the ipg port entry so that it was impossible to push the lead entirely into the port. The physician decided to replace the lead.